Event description:
As reported, 6 years post implant of a sapien xt valve in the aortic position, a non-edwards valve was implanted during a valve in valve procedure. As reported by our affiliate in (B)(6), 6 years post deployment of a 23mm edwards sapien xt valve in aortic position, the valve failed. The failure mode was reported to be increased gradients (peak gradient measured 65mmhg and mean gradient measured 44mmhg) due to stenosis. A non-edwards transcatheter heart valve was implanted in the sapien xt valve during a valve in valve (viv) procedure. Three (3) years post implant of the non-edwards valve, increased gradients were observed (peak gradient measured 72mmhg and mean gradient measured 42mmhg). A 23mm sapien 3 valve was implanted. The valve in valve in valve (viviv) procedure went smoothly without complications. The final implant outcome was good. The peak gradient measured 14mmhg and the mean gradient measured 7 mmhg. The patient remained stable throughout the procedure.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Update to h3 (device evaluated by manufacturer), h6 (device code [correction], type of investigation) and h10 to reflect engineering evaluation. The sapien xt valve was not returned to edwards lifesciences for evaluation. The work order was not provided, the document revisions are the released revisions prior to the complaint. The IFU for the novaflex+ delivery system with sapien xt valve was reviewed. Additional potential risks specifically associated with aortic valve replacement and bioprosthetic heart valves include, but may not be limited to, the following: structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, chordal rupture, thickening, stenosis, or other) and valve stenosis. In addition, post procedure care includes medications, post-procedure analgesia suitable for older patients and anti-coagulation and anti-platelet therapy. Thv recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. No IFU or training deficiencies were identified. While edwards durability testing of sapien xt valves meets and exceeds current iso standard and FDA guidance for bioprosthesis valve durability requirements, bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprosthesis heart valves (per IFU). With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve as outlined in the IFU, and are not considered a device malfunction; therefore, it is not included in the risk management file. In this case, the device under investigation had been implanted for more than 5 years (implanted in 2012). There is no evidence of device malfunction contributing to the reported event. Therefore, the risk management file review is completed, no further action is needed. The complaint for valve stenosis was unable to be confirmed. Without the work order information, a review of the DHR and lot history was unable to be performed and is unable to confirm that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, due to insufficient of information, a definitive root cause was unable to be determined at this time. H3 other text : valve was not returned.

Event description:
As reported, 6 years post implant of a sapien xt valve in the aortic position, a non-edwards valve was implanted during a valve in valve procedure. As reported by our affiliate in israel, 6 years post deployment of a 23mm edwards sapien xt valve in aortic position, the valve failed. The failure mode was reported to be increased gradients (peak gradient measured 65mmhg and mean gradient measured 44mmhg) due to stenosis. A non-edwards transcatheter heart valve was implanted in the sapien xt valve during a valve in valve (viv) procedure. Three (3) years post implant of the non-edwards valve, increased gradients were observed (peak gradient measured 72mmhg and mean gradient measured 42mmhg). A 23mm sapien 3 valve was implanted. The valve in valve in valve (viviv) procedure went smoothly without complications. The final implant outcome was good. The peak gradient measured 14mmhg and the mean gradient measured 7 mmhg. The patient remained stable throughout the procedure.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.